Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the customer's complaint that the device had motor vibration / smoke, the unit reflected heat with a reading of 119.5 degrees fahrenheit which was greater than manufacture specification (119.5 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 78 decibels which is greater than manufacture specification (78 decibels specified reading is sound level must not exceed 76 decibels). Therefore, the reported condition was confirmed. It was also observed that the drive shaft was broken, and the flex circuit potting was cracked / showed corrosion. It was noted that the broken drive shaft was consistent with using excessive force while the motor was in use and that the broken drive shaft was what caused the noise, vibration, heat and smoke. It was noted that the component damage was caused by misuse. It was noted that the flex circuit potting was cracked and showed corrosion was consistent with normal use and wear over time. The assignable root cause was determined to be wear and misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventive maintenance, it was observed that the motor device overheated and was smoking. It was reported that there were no delays in a surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.